Event description:
Medical affairs spoke to the pt in 8/2003. The pt stated that pt began to get low results, (88 & 109mg/dl). Prior to this day pt was getting high blood glucose readings, according to the pt this has been normal. At approx 3:00am pt obtained a result of 38mg/dl. They ate some cookies and drank some milk. They then woke up a neighbor and tested on their neighbor's meter and obtained a results of 340mg/dl, they then drove to the hosp and on the hosp meter obtained a result of 400mg/dl. They were treated with fast-acting insulin and kept overnight. The pt reported the meter was reading "normal" the day before. While troubleshooting with lfs customer services, it was discovered that they had not been cleaning the meter properly. The meter failed two control tests and the pt did not have any new strips to test. The meter and test strips have been replaced for the pt.